Manufacturer narrative:
The replaced external portion of the driveline was returned for evaluation. The evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported driveline fault alarms and pump stoppages. Approximately 11 inches of the external portion of the driveline was returned for evaluation. The distal end bend relief was noted to be separated from the metal connector. During electrical continuity testing of the returned portion of the driveline, open circuits were able to be induced in both the black and brown wires when the driveline was slightly manipulated adjacent to the metal connector. Upon removal of the outer silicone sleeve, breakdown of the metal braided shield appeared most significant adjacent to the metal connector and near the terminus of the distal end bend relief. Visual inspection of the underlying wires found a deformation of the black and brown wires adjacent to the metal connector. Manipulation of the wires caused the insulation to elongate and the inner conductors became visibly separated inside the intact insulation of both wires. The inner conductor damage of the black and brown wires appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. Microscopic inspection and high potential testing of the returned portion of the driveline did not identify any areas of compromised wire insulation. The fractured conductors of the black and brown wires would have resulted in the reported driveline fault alarms captured in the submitted system controller log files. Moreover, the black and brown wires comprise one complete phase of the three phase motor. At least one wire from each phase must be intact for the pump to operate. The loss of electrical continuity in both the black and brown wires would have resulted in the reported pump stoppages while the patient was connected to either a tethered power source (such as the power module) or to battery power. Although the evaluation of the returned portion of the driveline confirmed an issue that would have potentially contributed to the reported interruptions in pump function, information provided indicated that further alarms occurred following the driveline replacement consistent with a short-to-shield condition. The customer reportedly opted to send the patient home on an ungrounded patient cable. The patient remains ongoing on vad support and no additional events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 2 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported pump stoppage events occurred while the lvad system was supported on battery power. A driveline fault and controller fault events with the system controller operating in backup mode were also reported. The system controller was exchanged; however, the alarms persisted. The manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. It was reported that additional pump stoppage events occurred. An ungrounded power module patient cable was utilized for support. There was no adverse patient impact reported for this event. No additional information was provided.